Manufacturer narrative:
Manufacturing site could not be identified because the product lot number information was not available. When the reported product was returned to the manufacturer, reportable malfunction was recognized for the first time. The gaia third guide wire was returned for evaluation. At approximately 50mm proximal to the tip, unraveling of the spring coil was confirmed. Microscopic observation found the loosened sprig coil had two corresponding fracture ends. Each fracture end was twisted. Around the loosened coil, disarrangement of the coil pitch due to accumulated torsion was also observed. Lot history records review could not be conducted because lot information was unavailable. All the shipped products were inspected in the production process and satisfied the product specifications and release criteria; therefore, it was concluded that there was no anomaly in product quality. Based on the provided information and investigation outcome, it was presumed that torsion generated by device manipulation in attempts to cross the heavily calcified, complicated cto had most likely contributed to the observe fracture on the spring coil of the returned gaia third guide wire. The applied stress would localize and therefore exceed the product design limit likely when the tip was being caught and restricted its movement by the lesion, making the spring coil become loosened and eventually fractured. It was conclude that this event was not attributed to product quality. Instructions for use (IFU) states: warnings: observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. Never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. If resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. When torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720°) in the same direction. Malfunction and adverse effects: breakage of the guide wire.

Event description:
It was reported that the percutaneous coronary intervention (pci) was performed to treat a very challenging, heavily calcified chronic total occlusion (cto) in the mid to distal right coronary artery (rca). Gaia third guide wire was delivered with corsair pro microcatheter and it crossed the cto; however, the microcatheter would not cross an area at the mid-to-distal rca. No balloon worked either. Even laser did not work. At some point, I noticed that the wire developed a "knot" (result of decoiling) in the very spot where the microcatheter could not cross. The guide wire was removed with difficulty. Rotablation and balloon dilatation were performed and three drug-eluting stents (dess) were successfully implanted. The pci was completed with a very good result, and the patient suffered no complications.